Manufacturer narrative:
(B)(6) the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that pinnacle and uphold prolapse repair meshes were implanted on (B)(6) 2012. The patient experienced complications and nonsurgical treatment. Patient symptoms include: pelvic pain; rectal pain; painful intercourse; difficulties with bowel motions; incontinence not present before implant; psychiatric injury. Nonsurgical treatments: the patient was treated with pain medication: pandaol for the treatment of: pain - when needed. The patient was treated with psychological medication: anti depressants (prozac). The patient was treated with physiotherapy treatment (including pelvic floor exercises or training). The patient was treated with other (please specify). Device 1 of 2